Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
An international distributor report their customer's AED powered off while in use. They reported that this did not occur during patient use.